Manufacturer narrative:
Qc was within established ranges before and after the event. The instrument maintenance schedule has been kept and there were no error flags. Service was not dispatched for this event. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The results were reported out of the lab. Customer reran the samples using a different lot number of reagent and the results were correct. No change to patient treatment has been reported.